Event description:
Primary IV tubing is discolored compared to the current same product but with a different lot number. Nurses are concerned that the visibility in the chamber of the tubing will make it more difficult to see the fluids.